Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 occurred during insulin delivery. The customer attempted to reload the same cartridge, however, another cartridge alarm 1 occurred. The customer loaded a new cartridge successfully; however, subsequently received an occlusion alarm. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer completed a 2nd cartridge change and also changed the infusion tubing to resolve the occlusion alarm.